Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings. Also found canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported that he was receiving a glucose level reading over 500 mg/dl. Customer also reported receiving a sensor error. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.